Manufacturer narrative:
Patient information not available for reporting . Lot number reported as either 9893720 or 9890362. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted.. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: lot 9893720 ¿ 12 october 2015; lot 9890362 ¿ 06 october 2015 a DHR review was performed (lot 9893720) ¿ part mfg date: 12 october 2015. Part exp. Date: 2025-08-31. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A DHR review was performed (9890362) ¿ part mfg date: 06 october 2015. Part exp. Date: 2025-08-31. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit missed the nail and went anterior to the nail during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015. The helical blade was then inserted thru the drilled path and radiographs were then taken which revealed that the helical blade was implanted anterior to the nail. The helical blade and nail were then removed and the same instrumentation was utilized and a new nail and helical blade were inserted without difficulty. It was noted that at the start of the procedure the alignment of the instrumentation was checked and confirmed to be accurate. The procedure was successfully completed with a 30 minute surgical delay. This is report 6 of 6 for (B)(4).